Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-03378 / 03381).

Event description:
It was reported that a patient enrolled in the (B)(6) study, underwent a total right hip arthroplasty on (B)(6) 2005. Subsequently, patient underwent a closed reduction and internal fixation procedure on (B)(6) 2008 due to dislocation. Patient was revised on (B)(6) 2008 due to infection. The modular head was removed and replaced. The patient underwent further closed reduction and internal fixation procedures on (B)(6) 2008 due to dislocation. Patient underwent a second revision on (B)(6) 2008 due to infection. The acetabular cup, modular head and femoral stem were removed and replaced with competitor components.